Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/07/2015 with the following findings: a review of the pump histories showed no activity related to the complaint. During testing, the pump powered on with no alarms occurring. The pump was exercised for 24 hours with no call service alarms occurring. Unrelated to the complaint, evaluation revealed that the display was dim and the display text was discolored. Also unrelated to the complaint, evaluation revealed that the battery cap was stripped. The battery cap was able to maintain an electrical connection despite the threads being stripped. In addition to the unrelated issues, evaluation revealed that the battery compartment was cracked from the threads to the bump pad. The complaint that the pump was emitting call service alarms was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.